Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV. Photo evaluation: device photograph(s) for the device related to the reported event of capsular contracture requested on nov 17, 2023. It is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: ¿ capsular contracture : unable to observe as it is a medical event that is not related to the device. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional (hcp) reported right capsular contracture grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. Additional observations: ¿ deformation observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device has been explanted.